Event description:
MFR received a report of a patient found with his head stuck between the side rail and mattress of a homecare bed. No one witnessed the incident and malfunction has not been identified. The patient suffers from cerebral palsy and thrashes in the bed.